Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the blood glucose monitor in the wrong unit of measure. The configured unit of the meter is mmol/l, but the unit on the label is mg/dl.